Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22843, 1627487-2020-22845. It was reported the patient experienced ineffective stimulation. During the procedure the physician noticed that the leads were not plugged in to the ipg. As a result, surgical intervention was undertaken and the leads and ipg were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.